Event description:
The customer reported that the alarm will not power on even with new batteries. There was no pt injury reported. Inspection by posey shows that the alarm has corrosion in the battery compartment, however, the alarm did power on.

Manufacturer narrative:
(B) (4). Eval of the returned product shows that the alarm has corrosion in the battery compartment. The units sensor and magnet functions are ok. (B) (4).